Manufacturer narrative:
It is unknown if the device will be returning.

Event description:
The event involved a bifuse add-on set that the customer reported had a slow leak from the spike and plastic tubing resulting in a chemo spill in the oncology unit. There was no adverse event reported and no human harmed.

Manufacturer narrative:
It was initially reported that it was unknown if the device was returning for evaluation. No product samples, videos, or photographs were returned for investigation. A device history review (DHR) was not conducted because no lot number was identified. A probable cause cannot be identified base on the information that has been provided.